Manufacturer narrative:
Section d6b: if explanted, give date: not applicable as the lens remains implanted. Section h3-other (81): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) possibly had a scratch or a crack but is hard to tell. The issue was noted after insertion. No cartridge tip damage or cracked reported. It was indicated that lubrant in sufficent amount was used preparing the lens and the resistance felt was normal during delivery. The lens remains in the patient¿s left eye and no product will be returned. Vision 20/20-2 on pow1. Patient¿s outcome reported to be fine and the doctor will continue to monitor normal post op course. It was noted that it is too early to tell if the issue interferes with daily activity or patient¿s best spectacle corrected visual acuity. No surgical or medical interventions have been conducted or planned. No patient injury reported. The injector was disposed of by the surgery center and it is not available for return. No further information was provided.